Event description:
It was reported that surgery time was extended because the liner would not snap into the cup.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stent placement procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the guidewire would not exit the exchange port as the delivery system was being back loaded onto the guidewire. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be fine after the procedure. This event has been deemed a reportable event based on the investigation results; stent deformed and catheter break.